Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to input the ECG signal with a 5-lead ECG cable. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site address, event site address line 2, event site city), e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched while evaluating the unit, the fse used a different ECG cable from another unit, the ECG signals were able to be obtained without any problems. The fse replaced the ECG patient cable (5-lead). The failure was not reproducible.